Event description:
It was reported that the pt was re-implanted in 2008, however, med-el was not aware of the scheduled reimplantation. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure will be submitted as a follow up report.